Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 8mg/ml dilaudid at 1.5733mg/day and 400mcg/ml clonidine at 78.66mcg/ml via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was empty. This patient was a new patient of the hcp and the patient told them the pump had been empty for about 5 months. It was reported that the patient had insurance issues and moved and needed to find a new hcp. The hcp reported they would bring the patient back to check the pump. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; device codes have been updated to include (B)(4). Conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-08, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). Additional information reported the patient came into the clinic with an empty reservoir alarm occurring. The rep stated the patient's insurance changed and they did not obtain a new physician. The patient was due for a refill. The event date was noted to be (B)(6) 2019. No patient symptoms reported. The rep also reported that they were notable to aspirate the catheter via the catheter access port (cap) and with the empty reservoir the physician decided to replace the pump but in the meantime, they wanted to program the pump to off state. Additional information reported the empty reservoir alarm was noted on (B)(6) 2019. The hcp accessed under fluoroscopy and stated they did not believe the catheter was patent. The pump was stopped. The office was working on insurance coverage to replace the pump. Surgical intervention was planned, but not scheduled. The issue was resolved at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp was awaiting a cardiac clearance to determine when the surgery will take place. The hcp reported the catheter will be replaced. It was reported that the devices will be returned for analysis. No further complications were reported.

Manufacturer narrative:
Further review of the event required a correction to be made to the coding. (B)(4) are the correct device codes pertaining to the 8709sc catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.